Event description:
It was reported that the patient's device went to elective replacement indications (eri) prematurely with less than four years of use. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed that the device met 80% of expected longevity.